Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw910afu baby control mobile infant warmer was very yellowish and had a crack. This was observed before patient use.

Manufacturer narrative:
(B)(4) device manufacturing date: our production record showed that the subject iw910afu baby control mobile infant warmer was released for distribution on (B)(6) 2001. Method: the controller and the head assemblies of the complaint infant warmer were returned to our fisher & paykel healthcare (fph) service centre in (B)(4) for inspection. The returned components were serviced by a qualified fph service engineer. Our analysis is accordingly based on the photographs and service report provided by the fph service centre, and the results of our previous investigations into similar complaints. Results: the photographs showed that the upper head casing had cracked lines on the front end of the dome. Delamination and chipping of the outer plastic shell was also evident elsewhere on the warmer head. Crazing and discolouration were also observed on the top portion of the warmer head. The warmer head label was torn and faded. The fph service centre also reported that the head assembly broke from the support arm, possibly during transport from the healthcare facility to the fph service centre as it was not initially reported by the healthcare facility. It was also observed that the power fail alarm was not functioning during inspection. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. Chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. With regard to the power alarm, it must be noted that the subject infant warmer unit is about 12 years old and it is likely that the replaceable super capacitor on the pcb board had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the infant warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The controller and the head assemblies were repaired and were returned to the healthcare facility after passing the electrical safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw910afu baby control mobile infant warmer had yellowed and cracked. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint warmer head of the iw910afu baby control mobile infant warmer had been returned to fisher & paykel service centre in (B)(4) for servicing. We will provide a follow-up report once we have received the service report and have completed our analysis.